Event description:
A report was received that the patient, who had a nondevice related fall, experienced pain at the pocket and lead sites. The physician assessed that the leads were shallow and that the anchor eroded through the skin. The physician also believed that the pain was not related to the fall. It was unknown if the pain at the pocket site was device or procedure related. The patient will undergo a revision procedure.

Manufacturer narrative:
Sc-1110/(B)(4): the possibility that electrical leakage could cause pain at the patient¿s pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed. Sc-2218-50/(B)(4): x-ray inspection of the lead found 2 cables were completely broken at the bent/kinked location of the lead. Visual inspection revealed proximal contacts 1 and 2 were detached and not returned. This damage is a result of a typical explant procedure and it is not considered a failure. Sc-2218-50/(B)(4): visual inspection revealed a fractured spacer between contacts #2 and #3 of the proximal end. The root cause of this damage could not be determined. The fractured spacer did not result in any damaged or broken cables. The complaint of pocket pain was not confirmed. Sc-4316: the clik anchors exhibit normal characteristics.

Manufacturer narrative:
Additional information was received that the patient was not having pocket pain. The pain was from where the anchors were located. The patient underwent revision wherein the whole system was explanted because there was too much scar tissue when the physician attempted to access the anchors. The physician was not sure if ipg or lead was damaged.

Event description:
A report was received that the patient, who had a non-device related fall, experienced pain at the pocket and lead sites. The physician assessed that the leads were shallow and that the anchor eroded through the skin. The physician also believed that the pain was not related to the fall. It was unknown if the pain at the pocket site was device or procedure related. The patient will undergo a revision procedure.

Event description:
A report was received that the patient, who had a nondevice related fall, experienced pain at the pocket and lead sites. The physician assessed that the leads were shallow and that the anchor eroded through the skin. The physician also believed that the pain was not related to the fall. It was unknown if the pain at the pocket site was device or procedure related. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.